Event description:
It was reported a patient underwent an unknown surgery on (B)(6) 2021 and a reservoir was used. During surgery, when trying to use the reservoir, it swelled before it was unlocked. With the reservoir connected to the drain, clicking sound could be heard, but it was swelled immediately. It was before use on the patient. Another product was used for the patient. Further details are not provided. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Additional information has been requested and obtained. Attempts to obtain the device however not received. If further details are received at a later date a supplemental medwatch will be sent. Did the drain come in contact with surgical instruments, surgical needles, sutures, sharp objects at any time? No further information is available. Device return status: we regularly contact with sales rep about the device returning. No further information will be provided. The involved product was discarded, so no sample will be returned. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.